Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30074094 was reviewed and the product was produced according to product specifications. All information reasonably known as of 06 aug 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, nvolving an unknown number of patients. This is the first of three reports. Refer to 2026095-2021-00083 for the second report. Refer to 2026095-2021-00084 for the third report. Fill volume: 143 ml, flow rate: 1 ml/hr, procedure: unknown, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. It was reported that the 120hr infusion occurred faster than expected, ending 36 hours before the 120 hour expected time. Per additional information received 3 aug 2021, the patient was switched to a 46 hour pump for continued therapy.